Manufacturer narrative:
Multiple attempts have been made on 24nov2025, 12dec2025, and 31dec2025 to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device received error code overvoltage protection circuit failure (ovp) circuit failed message. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer stated that the device was giving error code ovp circuit failed, and it was confirmed in event log. The 12/3.3 v ovp circuit did not detect a 3.3 v over-voltage condition either (1) within 100 msec after the 3.3 v and/or the 12 v ovp test signal was enabled or (2) the 3.3 v and/or 12 v ovp test signal was enabled longer than 200 msec. The rse informed customer that manufacturer recommends replacement of the motor controller (mc) printed circuit board assembly (pcba) or replace the power management (pm) pcba. The rse provided both parts to the customer for the repair. Device evaluation and repair are pending, and this investigation is ongoing.